Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass, on jejunostomy anastomosis, after firing the 45mm blue cartridge, the b formation did not occur in the staples at the last part of the cartridge and the staple line was incomplete. There was no patient injury.